Event description:
The customer reported that the system had a damaged xray tube.

Manufacturer narrative:
(B) (4). The ge service rep replaced the subassembly then calibrated the generator and collimator.